Event description:
Follow up revealed that the patient's ipg reached end of life. As a result, surgical intervention was taken to replace the ipg. Therapy has been resumed.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. A wireless software update was performed, but did not resolve the issue. The clinician programmer is no longer able to communicate with the ipg. As a result, a device replacement may take place at a later date.